Event description:
Pt used two different tests strips and the color didn't change resulting in the device not detecting a uti. Pt was ultimately diagnosed with uti upon visiting her physician. Amerifit is currently reviewing its files for the lot of product noted in this report. It is possible to receive false negatives when this product if not used in accordance with the package insert instructions. The instructions clearly state that after testing twice with negative results, but still showing symptoms, to contact physician. Upon completion of its investigation, amerifit will contact the complainant directly. Amerifit has agreed to refund the purchase price of the product to the pt. Manufacture date: 04/2008. (B)(6).